Event description:
The user facility reported that the catheter was in place for 4 days with normal reading and on the 5th day the reading jumped to 130. The pt was taken for a CT scan and findings were normal. The catheter was reinserted and after 48 hours or normal readings again it spiked to abnormal readings. No pt injury was reported but intervention was required to replace the catheter.